Event description:
A physician questioned an axsym bhcg result of 122miu/ml (retest 122miu/ml) on a pt diagnosed with ectopic pregnancy. The customer performed a 1:1 dilution on the sample and received a result of 0.00miu/ml. The sample was tested at a reference laboratory yielding a result of 0.00miu/ml. The pt's bhcg results from 10/00 to 2/01 ranged between 10miu/ml and 175miu/ml. No impact to pt management was reported.